Event description:
Consumer claims the controller of her heating pad melted and that there are burns on the heating pad. No injuries were reported with this incident.

Manufacturer narrative:
This product was examined on june 11, 2015, by visual inspection and product testing. The distortion observed in the controller case appears on both the front and back which indicates that it is likely that the controller was wrapped in an insulting material which would trap generated heat and apply sufficient pressure to distort the softened plastic. Both controller and heating pad function properly. Controller was temperature tested on the front and back in the off and on positions and is well within ul requirements.

Manufacturer narrative:
Consumer was sent a prepaid shipping label for the return of the product. Consumer has not returned the product.